Manufacturer narrative:
Initial reported address: (B)(6).

Event description:
It was reported that the patient experienced vessel perforation. The target lesion was located in the circumflex artery. A 1.50mm rotalink plus and rotawire were selected for use. During the procedure, it was noted that a perforation occurred with the rotaburr. The patient was sent to the operating room. The burr was pulled out and was not left in the patient. The case was canceled. No further patient complications reported.